Manufacturer narrative:
(B)(4). A batch review of the manufacturing records for the lot involved in this incident were acceptable. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Event description:
This complaint is the result of a customer contacting baxter. The customer reported precipitation in the dialysate line. The temperature set at 37 degrees with a 3 liter exchange - no patient injury or medical intervention was reported.